Manufacturer narrative:
Describe event or problem corrected. (B)(4).

Event description:
It was further reported that a 3.5x24mm synergy stent came off of the balloon and there was no issue with a 3.5x16mm synergy stent.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a highly calcified right vessel. A 3.5x16mm synergy¿ drug-eluting stent was noted to have come off of the balloon. No patient complications were reported.